Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit froze during the irrigation/aspiration (I/a) mode. At the same time, the unit displayed a ¿secondary master hard disk fail¿ on the disk operating system ( dos). The surgery center completed the procedure using a backup unit. Although there was a 5 minute delay to bring in the backup, there was no consequence to the patient. No patient injury reported.

Manufacturer narrative:
The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss) at two different site visits. During the first inspection of the unit, the fss was not able to duplicate or confirm the reported issue of the unit freezing up. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. During the second field visit, the fss was not able to duplicate or confirm reported issue. As a proactive measure, the fse replaced the hard drive disc and graphic user interface (gui) printed circuit board ( pcb), the system was verified for all modes of operations and met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.